Event description:
It was alleged that the scale was giving an inaccurate reading. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer could not locate unit for evaluation.

Event description:
It was alleged that the scale was giving an inaccurate reading. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The alleged event could not be confirmed due to the customer being unable to locate the unit for evaluation. Customer could not locate unit for evaluation.

Event description:
It was alleged that the scale was giving an inaccurate reading. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.